Manufacturer narrative:
The customer¿s report of a set leaking at the pump segment was confirmed. Visual inspection observed that the silicone segment had a small tear near the upper fitment. The tear measured 0.0216 inches long. Visual examination under magnification noted no crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed in the same location from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
It was reported the silicone pump segment leaked smof lipid during an infusion on a child. The customer tested the set while it was not in the device and was unable to find the exact location of the leak. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the pump segment leaked smoflipid during a child's infusion. The customer tested the set while it was not in the device and was unable to find the exact location of the leak. There was no patient harm.